Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover detached from the mcs instrument during surgery. "Delay in patient care or extension of hospitalization disruption of department operations or interdepartmental relations" were experienced. The mcs tip cover was exchanged after retrieval from the abdomen. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed, and the complaint was not confirmed by failure analysis. The reported event with the accessory could not be replicated nor confirmed. Using the installation tool, the tip cover was placed on a monopolar curved scissor instrument. The tip cover accessory was tightly attached to the scissor and could only be removed with considerable effort. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.